Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a discordant, falsely elevated prothrombin time (pt) result and a discordant, falsely elevated prothrombin time international normalized ratio (inr) result were obtained on a patient sample on a sysmex ca-620 system using dade innovin reagent. Quality controls (qc) recovered within range at the time of the event, and only results from one patient sample were reported to be discordant. The customer declined to provide further information, so siemens could not evaluate the cause of the discordant pt and inr results on this one patient sample. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated prothrombin time (pt) result and a discordant, falsely elevated prothrombin time international normalized ratio (inr) result were obtained on a patient sample on a sysmex ca-620 system using dade innovin reagent. The discordant results were reported to the physician(s) and were questioned by the physician(s). A second sample from the same patient was then run for pt and inr, resulting lower. These results were reported, as the correct results, to the physician(s). The following day, the original patient sample was rerun for pt and inr, also resulting lower and confirming the results from the second draw from the previous day. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated prothrombin time and prothrombin time international normalized ratio results.